Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint devices are not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the product expressew iii with its respective clamp and with proper assembling was used. At the moment of passing the through the tissue, the needle detached from its insertion point and blocked the opening of the clamp, being very difficult to detach it from the tissue. At the end it is possible to remove the instruments without any complication for the patient. Additional information 1-4-2018: the patient did not have any complications. The anchoring mechanism between the needle and the jaw did not fit completely, apparently due to problems with the needle. The instrument was not in contact with the patient until a new needle was used. The procedure could be finished without any complications.